Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the distal esophagus on (B)(6), 2010. According to the complainant, the physician experienced difficulties with the device and was only able to partially deploy the stent. The device was removed from the patient and completed with another ultraflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.